Event description:
It was reported that during a meniscus resection, the mobile part of the working part of the device broke off. The piece remained in the knee joint. There was a delay of more than 60 minutes. The doctor did not have a backup device available, so an arthrotomy was executed. The extraction of the fragment was not carried out, the patient is doing well.

Manufacturer narrative:
One (B)(4) curved upbiter alligator grasper instrument returned for evaluation. This is a three year old reusable device. The complaint stated: ¿as reported: during the operation, the mobile part of the working part of the device broke off. Remained in the knee joint, the doctor failed to pull it out.¿ it was relayed that the jaw broke. The allegation was confirmed. The top articulating jaw component has been severed. The piece was not returned. This symptom has been found to be consistent with excess torque having been applied to the instrument. This typically occurs during twisting, pulling or lifting of tissue and bone. It has also been found to be consistent with long term use and sterilization methods; ie: getting damaged and entangled with other instruments or devices whole loaded into baskets. ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. These instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ final product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that during a meniscus resection, the mobile part of the working part of the device broke off. The piece remained in the knee joint. There was a delay of more than 60 minutes. The doctor did not have a backup device available, so an arthrotomy was executed.